Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(4) 2019 it was reported the patient had abdominal pain friday evening the (B)(6) june 2019. A computed tomography showed peritonitis and abdominal content leakage into abdominal cavity. The patient received intravenous antibiotic piperacillin until the morning of (B)(6) 2019 and from then the patient began oral ciprofloxacin tablets.